Event description:
It was reported that the customer was hospitalized for ketoacidosis. It was stated that her admission was not insulin pump related, but it was because she had not check her blood glucose for a couple of weeks. The customer stated that her blood glucose was around 340mg/dl, and this range has been for a long time. It was stated that the doctor has removed her from the insulin pump until her next appointment in four weeks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.